Manufacturer narrative:
The account replaced the scale board and load beams to resolve the issue.

Event description:
The account alleged that the scale had no function and that there were water marks on the scale board. No injury reported.